Event description:
It was reported that the pump and catheter were explanted on (B)(6) 2013, due to infection. No device components remained implanted. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. Analysis of the 8578 and 8598a catheters revealed no anomaly found. Analysis of the 8709sc catheter revealed no significant anomaly found.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that pump was removed due to a (B)(6). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: accessory. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.